Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the wound where her device was implanted opened up. The patient reported that they had a fall and the area where the device was implanted is having an infection. An MRI was ordered.